Event description:
In 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch surestep enhanced meter was giving inaccurately low readings. The medical affairs specialist (mas) contacted the reporter to obtain and verify information. The reporter, a nurse at the facility where the pt lives, stated that 9 days earlier, at 6:30pm the pt obtained a blood glucose result of 79 mg/dl on the reported meter, before dinner. The pt did not take his evening insulin as dictated by his regimen of not taking insulin if his blood glucose level is less than 100 mg/dl. The pt ate his dinner of beef macaroni, and then started to experience symptoms of shaking and `looking pale.' The reporter contacted emergency services, who arrived within 30 minutes and obtained a blood glucose level of 600 mg/dl and a low blood pressure on the patient. It is not known if the paramedics gave any treatment to the patient; however he was transported to the emergency room, admitted to the hospital and given insulin and heparin intravenously. The patient's diagnosis was hyperglycemia, hypokalemia and hypotension. The patient's blood glucose level, before dinner, the next day was 250 mg/dl. Previous blood glucose results obtained by the patient on the reported meter were one day earlier: 250 mg/dl fasting, and 221 mg/dl before dinner; and on the day of event: 110 mg/dl fasting, and 79 mg/dl before dinner. The patient is institutionalized for psychiatric reasons, and also has high blood pressure. He takes humulin insulin 20/30, 32 units in the morning and 20 units in the evenings, and lotensin for high blood pressure. The patient does not take his insulin if the blood glucose meter result is less than 100 mg/dl. The customer care advocate determined during the troubleshooting telephone call that the patient's testing technique was correct, the testing room temperature and humidity were within meter specifications, the test strips had been stored correctly and were in good condition, and the meter was programmed for the correct unit of measure and calibration code number. No quallity control testing was performed as the patient's control solution was expired. The meter, test strips and control soluction were replaced.